Event description:
It was reported that balloon rupture occurred. A 2.25mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different method. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Event date-unknown - used the first date of the month as the event date.